Manufacturer narrative:
A review of the controller log files associated with the event captured is inconclusive regarding the event. However, review of log files indicate that the controller was disconnected from power temporarily on (B)(6) 2015 followed by a decrease in power consumption and estimated flow. Waveform trends of this nature may be indicative of a change in patient state. The pump functions most effectively when adequate and stable amounts of preload are available. A stable supraventricular rhythm helps to optimize right heart performance and provide the pump with preload. This patient's sustained ventricular arrhythmias are the likely cause of the changes seen in the available log files. The instructions for use (IFU) outlines that serious and life threatening adverse events including cardiac arrhythmias have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Additionally the IFU addresses guidelines for optimal patient management including having adequate and stable preload available. With review of the reported information, no conclusion can be made regarding the relationship of the device to the patient's ventricular arrhythmias and subsequent events; however, there is no indication of any device malfunctions or performance issues impacting the events. Patient factors and comorbidities may have contributed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed ventricular tachycardia and fibrillation and was admitted to hospital. The patient was treated with cardiopulmonary resuscitation. The site reported that they performed cardiopulmonary resuscitation for approximately fifteen minutes. The site reported that the patient low ventricular assist device (vad) estimated flows after having been resuscitated. The patient required support with multiple vasopressors and mechanical ventilation. The patient underwent neurological examination and a brain scan on (B)(6) 2015 revealed diffuse cerebral edema with bilateral herniation. The patient was noted to be unresponsive to painful stimuli and had unresponsive pupils that was consistent with anoxic injury. Given the grave prognosis, the patient was subsequently made a ¿do not resuscitate¿. The family decided to withdraw heroic measures and the patient expired. The family declined autopsy and the pump remains in situ post-mortem.

Event description:
It was reported that the patient was transported to this facility on (B)(6) 2015 in ventricular tachycardia and ventricular fibrillation from another hospital. The ventricular assist device (vad) controller was displaying low flows. The receiving facility estimated that 15 minutes was spent resuscitating the patient. The patient's circulatory function was maintained on multiple vasopressors and ventilator support. The patient underwent neurologic evaluation and a brain scan on (B)(6) 2015 which showed diffuse cerebral edema with bilateral herniation. The patient was nonresponsive to painful stimuli with nonresponsive pupils, consistent with anoxic injury. The patient was made do not resuscitate (dnr) after discussion with the neurologist due to his condition and grave prognosis. The family decided to withdraw heroic measures on (B)(6) 2015. The family declined to have an autopsy done, so the pump remains implanted and will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore, it will not be returned. This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation.